Event description:
Attorney alleges customer fell out of a quantum wheelchair as a result of a defective strap.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Attorney alleges customer fell out of a quantum wheelchair as a result of a defective strap.